Event description:
It was reported that an asymptomatic patient presented in-clinic with post-paced t-wave oversensing noted on a real-time egm. Secure sense was turned off with no further issues. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that post paced t-wave oversensing was observed again. Programming changes were made and were successful.